Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the needles fired normal and the foot plate was retracted prior to device removal; however, resistance was noted during removal of the proglide device. The device separated at the guide. A surgical cut down, vessel incision, was performed to retrieve the proglide device. The level of anesthesia remained the same as the patient was already under general anesthetic. No tissue damage was noted and the foot plate was intact upon removal from the anatomy. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.